Manufacturer narrative:
Correction: first smdr submitted with incorrect aware date, correct date of 03-sep-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the lead issues were unrelated to the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an abrupt drop in heart rate. It was further reported that the right ventricular (rv) lead had dislodged. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.